Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 and 6.2 failed and required maintenance. As a result, the nurse was unable to remove the required medications from the unit. Pharmacy attempted to recover the affected storage spaces; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not communicating with the station and not shown on hardware test application. A field service engineer (fse) replaced the retractor band to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.1 and 6.2 failed and required maintenance. As a result, the nurse was unable to remove the required medications from the unit. Pharmacy attempted to recover the affected storage spaces; however, the issue persisted. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the failure was caused by a short between adjacent copper strands in the retractor band, resulting in thermal damage and loss of drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of es - 12fln-1 6.1 and 6.2 failed and requires maintenance was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that all pockets failed in drawer 3.2 on the main. Drawer 3.2 was not communicated with the station and did not appear in hta. The fse replaced the retractor band to drawer 3.2, which restored communication connection to the station. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint es - 12fln-1 6.1 and 6.2 failed and requires maintenance was attributed to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.